Event description:
It was reported that screen showed system failed to start with red background in arctic sun device. Per sample evaluation results on (B)(6) 2024, it was reported that the arctic sun device had chiller pump failed to operate.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed chiller pump. Chiller pump failed to operate. Replaced chiller pump. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.